Event description:
The customer's nurse reported via phone call that she experienced high blood glucose levels and was subsequently hospitalized on (B)(6) 2015. The customer's blood glucose at the time of the emergency room visit was 493 mg/dl. The customer was unaware of what occurred leading to the emergency room visit. The customer expressed nausea and vomiting as the causes of the emergency room visit. The customer was treated with an insulin drip. While troubleshooting, the customer's nurse explained that the drive support cap appeared normal. The nurse stated that the insulin pump alarmed off no power after a battery change on top of receiving a weak battery alarm. The customer was advised to insert a new aaa alkaline battery and to monitor the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.